Manufacturer narrative:
Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.

Event description:
This is the 4th of 8 reports submitted on this event.